Event description:
An impella cp was being inserted via the femoral artery to support the 70 year old male patient admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient's underlying medical history was inclusive of peripheral arterial disease. The ascending aorta was occluded, calcification and tortuousity, as well as aneurysm. The underlying vascular path prevented the successful delivery of the impella to the left ventricle. The advancement of the product was aborted. On the day of the aborted delivery the patient expired. The team in japan did state the patient had failed to recover from the cardiac arrest and the inability to receive treatment were contributing factors to the patient outcome. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition post cardiac arrest as well as the delivery failure of the cp due to native anatomy.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received indicating there was no abiomed product inserted before the decision was made to abort the pump delivery. No product was utilized and as such the event is not reportable. No further reports will be submitted.

Manufacturer narrative:
After further information was received, this event was determined not to be a reportable event.